Manufacturer narrative:
The customer's calibration, qc, and sample pre-analytical data were requested but not provided. The investigation reviewed the system's alarm trace and discovered multiple ise system alarms. Also, the alarm trace contained sample short and abnormal aspiration alarms, which are indicators of possible poor sample quality. After service, no further complaints were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered there was a missing o-ring in the ise acrylic block and inserted an o-ring. He performed ise checks, calibration, qc, and precision testing with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial na and k results were reported outside the laboratory. The customer reviewed the patient's history and performed repeat testing with the patient's sample on a different cobas 6000 c (501) module. The patient's initial results were na 120 mmol/l and cl 124 mmol/l. The patient's repeat results were na 142 mmol/l and cl 105 mmol/l. The customer determined the repeat results were correct and issued a corrected report to the patient's physician. The na electrode lot number was g47 with an expiration date of 17-jul-2021. The cl electrode lot number was y00 with an expiration date of 26-jun-2021.